Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve this issue.

Event description:
The technician alleged the cardio pulmonary resuscitation is not functioning. No pt impact.